Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience of premature battery depletion was verified in the laboratory. The device was not within the expected longevity performance. The cause of the battery depletion remains undetermined.